Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, an unknown microsensor gave negative values and was replaced with another that gave proper readings. There were no reported delay or patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records for the component found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found the internal catheter wires were broken inside the catheter. The catheter material was stretched 12.5 cm and 28.5 cm from the connector. The catheter material was kinked 15.1 cm from the tip. The material was indented 47 and 48.6 cm from the tip. Due to the condition of the sensor as received, no functional testing was possible. Based on the supplier's evaluation of the device, it was confirmed that the device was not functional; however, due to the condition of the device, it was not possible to confirm the initially reported issue of incorrect values. The supplier determined the cause of the condition of the sensor was due to mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.